Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was not recognizing that the leads was connected. The customer tried cleaning the leads but the issue remained. The device was in use, however there as no adverse event to the patient or user.